Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient stated they had to call last week because their handset gets 'lagged' and sometimes it takes 3-4 minutes to get a bolus, so they were taught how to empty the cache, but they forgot because the medicine they take is strong and they don't have a good memory, so they forgot how to clear the cache again. The patient asked if there was a permanent fix for this or if they would have to do this every week. The patient stated they are having to 'wait all over again,' and inquired the clear data steps. The patient had myptm app open during call and read an expected 57 minute lockout with 7 boluses left today. The manufacturer's patient services specialist (pss) walked patient through clearing patient data service data and the patient collected instructions. The patient will call back for assistance as needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.